Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 clarifier - failure to follow steps / instructions. The additional perclose devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a large-bore artery (>8f) sheath sheath hole prior to a transcatheter aortic valve replacement. Reportedly, femoral imaging was not performed. When using the first prostyle, a cuff miss [suture retrieval issue] occurred. Another 10 prostyles were used but the same issue occurred. A hematoma was then noted, therefore pre-close was abandoned and surgical intervention was performed to treat the hematoma and achieve hemostasis. During surgical intervention, it was then noted that the access site was calcified. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.